Event description:
A (B)(6) male with severe coronary artery disease and previous stints presented with an acute myocardial infarction. He was taken to the cardiac cath unit for emergent cath with possible ptca. The pt had known complete blockage to the rca so the cardiologist had the guide wire down the left and was preparing to do ptca when the imaging equipment failed. Prior to this happenings, the pt had required the placement of iabp and pacemaker for cardiogenic shock. Attempts were made to re-boot the system without success and the decision was made to move the pt to the immediately adjacent cath lab #2. The pt was awake and alert during this transfer and iabp was in use during the transfer. Shortly after arrival to lab #2, the pt became bradycardic and less responsive which quickly progressed to asystole. Despite aggressive acls protocol management, the pt expired.